Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturer date in h4.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the pad was worn and torn, likely because during the seal and cut output, nothing was being held between the gripping section and the probe tip (including after the tissue was cut), causing the tissue pad to wear out. Abnormal heat generated by wear on the gripping section and probe tip caused part of the tissue pad to tear and break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic colon resection procedure, an error code message displayed due to pad wear, on the thunderbeat device. The damage to pad occurred after 30 minutes of use. There was not falling off of the pad inside the patient's body. The intended procedure was completed by replacing with the same olympus product. There was not report of patient harm associated with this event.